Manufacturer narrative:
Based on the results of the investigation, the main unit imaging and camera cables were flooded by invading moisture. A definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the subject device had corrosion at the scope mount and free lock lever. The device also failed leak testing, as water immersion was noted in the main unit image capture and had flooding of the camera cable. There was no patient involvement.